Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded loose drive support disk. Unable to perform prime and excessive no delivery tests due to loose drive support disk; however, the motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading. The customer was able to clear the alarm. The customer was advised to deliver 5 units via fill canula, and the alarm reoccurred. It was stated that the motor error alarm occurred 3 times in the last 30 days. There were significant events prior to the alarm. The customer was advised to return the insulin pump for analysis.